Event description:
Endo gia stapler malfunctioned during use. Tip of the stapler did not open to allow reloading. Another stapler was opened and used for the second fire, with the same results. Both staplers were from the same lot.

Event description:
Endo gia stapler malfunctioned during use. Tip of the stapler did not open to allow reloading. Another stapler was opened and used for the second fire, with the same results. Both staplers were from the same lot.